Event description:
A caution alarm occurred for replacement empty and then general system failure alarm.the prismaflex was turned off then back on with the result of a second general system failure alarm. Blood loss volume: 230 ml.